Manufacturer narrative:
No product will be returned per customer. No investigation was performed.

Event description:
The anesthesia team reported that the tubing is disconnecting where the 4 way stopcock attaches to the rest of the set while connected to a patient. The anesthesia provider was pushing IV propofol and noted the patient was not going to sleep, so he lifted the tubing and noticed it was disconnected and the medication was spilling on the floor. The patient sustained an IV infiltration with no lasting harm.